Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Results based on evaluation of user facility information & the returned sample; 213 is based upon functional and dimensional testing of the returned sample. Conclusion based upon evaluation of user facility information & the returned sample; 67 is based upon functional and dimensional testing of the returned sample. One 8fr angio-seal sts plus device was received for product evaluation. The device was returned with the plastic bag, carrier tube, and bypass tube. The poly-foil pouch was not returned for analysis. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.108" and confirmed to meet manufacturer specifications. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.314" and confirmed to meet manufacture specifications. All measurements were within the manufacturer specifications. Functional testing was conducted, the bypass tube was reinserted over the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. Based off historical complaints, the polyfoil pouch was not opened completely per the IFU then the bypass tube can dislodge. As the polyfoil pouch was not returned, no definitive conclusion can be made regarding the cause of the bypass tube detachment. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.